Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk.

Event description:
It was reported that a "yellow fluid was withdrawn from the pump." Drug delivered via the pump was gablofen. It was stated that when the healthcare provider (hcp) accessed the pump reservoir, initially the contents started out clear but then became yellow in color. It was verified that the hcp was in the pump reservoir. There were only yellow-blood tinged bubbles aspirated. The sample was collected for analysis and device troubleshooting was done. The pump reservoir was rinsed with 40ml of preservative free normal saline and was accessed again, verified and a new needle and tubing was used. Some 40ml pfns (preservative free normal saline) was instilled, first 20ml syringe aspirated looked very pale, hardly noticeable yellow tinge but the second 20ml syringe was yellowish with an oily looking film over it. The reservoir was aspirated one more time to make sure there was a good negative pressure before refilling and to determine if anything else came out. Hcp was able to aspirate another 6-7ml of dark yellow (amber) colored fluid. The pump reservoir was rinsed again with pfns and instilled with 40 ml pfns. First 20ml of aspirated fluid was clear, the second 20ml syringe showed clear/barely noticeable tinge and only bubbles were obtained with a third try. The pump was refilled with baclofen 40ml with good negative pressure verified with downward pull of syringe plunger. Bubbles immediately pulled into pump when clamp was opened. Family was instructed to call if patient had any signs of baclofen withdrawal. It was later reported that the hcp suspected a possible "corrosion" in pump reservoir as the cause. As of (B)(6) 2012 it was stated that regarding the patient status, there had been no patient symptoms.